Event description:
The customer received high out of range control readings of 235 and 252mg/dl on the contour next usb meter. The readings were not automatically marked as control tests, which will be displayed as blood results when accessing the meter¿s memory. No adverse event was alleged. The control solution is expected to be returned for evaluation. New control, meter and strips were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Manufacturer narrative:
An incorrect lot# was provided in the initial report. The lot# returned for evaluation is 2908.